Event description:
The customer reported to olympus that the device image was not present and displayed communication error code (b30). The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported communication error (b30) was not confirmed. It was noted having corrosion on the bottom chassis, a poor connection to the pigtails due to worn out socket connector. Later, the customer was informer to have their clv-190 unit and maj-1933 cables evaluated as a defective cable/scope socket on the clv-190 could cause a b30 error code. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to normal deterioration of the video connector portion. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received revealed the device was switched out and the case was delayed. The delay length is unknown.